Event description:
It was reported that the iab was inserted in a patient in critical condition with end stage liver disease, and coagulopathy. The iab was inserted via the left femoral artery without the guidance of x-ray. After three days of use and attempts to reposition the iab since it was too low in the aorta, kinked catheter alarms were experienced. The iab was left in place until a few days later when the pt expired. The decision to leave the iab in place was based on the belief that a "physiological process" was causing the difficulties.